Manufacturer narrative:
On 30-may-2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: "sureform 45 curved-tip stapler had a missfire while clamped on the pulmonary artery with blade out." Intuitive surgical inc. (Isi) received the sureform 45 white reload associated with this complaint. Failure analysis did confirm the reported event. The reload was found to have the knife exposed within the knife track. Upon receiving the reload, the blade had shifted back to its original starting position. However, based on the location of the lifted pushers, it could identify where the blade stopped at during the partial firing. The blade was returned to the partial fire position. Log review was unable to be retrieved during this time. The knife was exposed towards the middle of the return reload. The cover was removed and the reload was inspected; there was no damage found to the blade, cover, or cartridge. Common causes of the failure mode exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Intuitive surgical inc. (Isi) received the sureform 45 curved-tip stapler instrument associated with this complaint. Failure analysis did confirm the reported event. Failure analysis found the primary failure of I-beam sleeve damage to be related to the customer reported complaint. The instrument was found to have the I-beam sleeve damage. A distal insert was used to retract the I-beam, and the sleeve was found to be damaged. The instrument was placed on an in-house system and found to fail the firing test. When the instrument attempted to fire, sleeve damage was noted. As the stapler failed the firing functional test during testing, the reported firing failure was able to be confirmed through replication. Instrument was disassembled and inspection revealed that the outer tube that is seated over the sleeve was displaced. This displacement of the outer tube, likely contributed to the bunching and subsequent tearing of the sleeve, and is a result of a manufacturing error. Full disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed and bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appear to be missing. It is likely that the damage and bunching of the I-beam sleeve increased the drivetrain friction detected during the firing, resulting in a partial fire. The sleeve damage and subsequent partial fires are attributed to manufacturing. The probable cause of the reported complaint can be attributed to an outer tube displacement during the manufacturing process.

Event description:
Refer to h11 for follow-up information.

Event description:
It was initially reported that during a da vinci-assisted right lower lobe pulmonary lobectomy procedure for a carcinoid tumor, a sureform 45 curved-tip stapler instrument partially fired on a vessel and would not release. As a result, a vein was torn. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information regarding the reported event: the first sureform 45 curved-tip stapler instrument was used without issue prior to the event. After dissecting the pulmonary artery branch to the right lower lobe, the surgeon used a sureform 45 curved-tip stapler instrument, with a white sureform 45 reload installed, across the artery. There was no tension or excessive tissue within the stapler. As the sureform 45 curved-tip stapler instrument was firing but before the knife and staples actually reached the artery, the stapler instrument stopped firing and began a compression cycle. After the reported compression cycle was completed, an unspecified error was presented, and the stapler instrument was unclamped for removal. A new sureform 45 curved-tip stapler instrument was opened and a white sureform 45 reload was used on the inferior pulmonary vein next instead of the artery. There was no tension or excessive tissue within the stapler instrument. However, the same stapler firing issue occurred, but this time the stapler instrument had already cut across approximately 90% of the vessel before it started a compression cycle and then gave an error message. The stapler instrument was unclamped and removed with immediate compression applied to the vein as there was bleeding from the far corner of the vessel, which was further controlled with a clip. The blood loss was reportedly minimal. The division of two pulmonary artery branches to the lower lobe was completed, first with a handheld stapler instrument by the bedside assistant. Then, a sureform 45 stapler instrument was utilized, which caused no further issues for the rest of the procedure. The patient's hospital course was unremarkable; however, the patient was readmitted for exacerbation of their underlying pulmonary disease that was treated with diuretic therapy. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has received the sureform 45 curved-tip stapler instrument and a white sureform 45 reload for failure analysis evaluation. However, as of the date of this report, the evaluation of the products has not been completed. A stapler log review revealed the following: the logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #k11250304-0192) was used first and it was installed on the system 9 times and fired 7 sureform 45 reloads (1 white, 1 blue, 4 green, 1 white, in that order). On installs 1 and 3, no clamping or firing was attempted. On installs 2, 4, 5, and 8, the firings were each completed with no pauses for compression. On install 6, the first 5 clamps were aborted by the user. The 6th clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 9, the first clamp was successful, but was followed by a firing failure. The firing stopped after 2 pauses for compression. The instrument was then removed and not used again in the procedure. Next, the logs show sureform 45 stapler instrument (part #480445-06, lot #k13250129-0030) was installed on the system 3 times and fired 3 sureform 45 reloads (1 white, 1 blue, 1 white, in that order). On installs 1 and 2, the first clamps were successful, and the firings were completed with no pauses for compression. On install 3, the first clamp was incomplete, but was followed by a firing failure. The firing stopped after 2 pauses for compression. The instrument was then removed and not used again in the procedure. Next, logs show a sureform 45 stapler instrument (part #480445-06, lot #l10250306-0060) was installed on the system 11 times and fired 9 sureform 45 reloads (1 green, 1 black, 1 white, 1 green, 1 white, 1 green, 1 blue, 1 white, 1 green, in that order). On installs 2 and 4, no clamping or firing was attempted. On installs 1, 3, 5, and 6-10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 11, the first clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant stapler related errors in the logs.